Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully reset it without further recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurred.